Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no damage observed on the pump. Event history log review was performed and found evidence of reported problem. Visual inspection and event log review were performed. The customer's reported problem regarding "showed lec 1871 code" was able to be duplicated. During investigation the pump was power up and it displayed lec 1871. Simulated use testing was able to download event log and read out the pump log. But it was not possible to run the pump, because the pump errors out. The event log verifies that the event occurred (five 1871 alarms recorded). The pump was opened and found the motor locked. Service replaced the pump motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
It was reported that the device gave an alarm with the message "error 1871". No patient involvement- issue occurred during customer bench testing.